Event description:
(B)(4) - prior to the procedure a temporary pacemaker was placed as a prophylactic device and was activated. The diamondback coronary orbital atherectomy device (oad) was operated on low speed and treated severely calcified lesions in the right coronary artery. During the procedure, slow flow in the posterolateral artery was observed, along with a microvascular injury and elevated creatine kinase (ck) levels. Diagnostic testing confirmed that all treated areas had a timi flow of 3 following the procedure. Per the physician, the slow flow was suggestive of debris likely from the oad and was likely the cause of the microvascular injury and subsequent elevated creatine kinase (ck) elevation. The patient remained overnight due to standard care of the hospital and was discharged the following day. Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient myocardial infarction, cardiac enzyme elevation, obstruction, and hospitalization appear to be related to operational context. In this case it is likely that the reported myocardial infarction, cardiac enzyme elevation, obstruction, and hospitalization are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: updated patient subject ID. D4: updated device information. H4: updated manufacturing date. H6: code 4109 added.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient myocardial infarction, cardiac enzyme elevation, obstruction, and hospitalization appear to be related to operational context. In this case it is likely that the reported myocardial infarction, cardiac enzyme elevation, obstruction, and hospitalization are a result of the patient¿s disease severity combined with use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: the UDI number is not known as the part and lot number were not provided. H10: additional information was received related to previously submitted MDR. Cardiovascular systems incorporated has transitioned to a new complaint handling system and no longer has access to submit follow-up mdrs using esubmitter/webtrader. This MDR is being filed from our new system using the as2 gateway with reference to the previously reported manufacturer report number in h10.

Event description:
Prior to the procedure a temporary pacemaker was placed as a prophylactic device and was activated. The diamondback coronary orbital atherectomy device (oad) was operated on low speed and treated severely calcified lesions in the right coronary artery. During the procedure, slow flow in the posterolateral artery was observed, along with a microvascular injury and elevated creatine kinase (ck) levels. Diagnostic testing confirmed that all treated areas had a timi flow of 3 following the procedure. Per the physician, the slow flow was suggestive of debris likely from the oad and was likely the cause of the microvascular injury and subsequent elevated creatine kinase (ck) elevation. The patient remained overnight due to standard care of the hospital and was discharged the following day. Additional information received indicated the clinical event committee reviewed images and concluded that the use of the diamondback 360 coronary orbital atherectomy device may have contributed to a myocardial infarction.